Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 539 mg/dl. Customer¿s other blood glucose level was 500 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated bolus with insulin pump. Customer was declined to troubleshoot performed for high blood glucose level. The insulin pump will not be returned for analysis.